Event description:
The customer reported that a patient connected to a patient data module (pdm) (v2.2) was admitted to a carescape b850 (v2.0.4) and the heart rate was not reading correctly. The heart rate on the monitor was 40. The clinician felt the patient's pulse and listened to the patients heart and determined that the monitor was missing every other beat. The heart rate off the ECG was 40bpm while the heart rate of the patient was 80bpm. The customer stated they could see the second heart rate off the arterial line was 80, however the waveform off the arterial line was also missing every other pulsation. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation revealed the patient data module (pdm) does not properly close the udp waveform stream upon disconnection from a carescape bx50 monitor when the pdm is reconnected to the host within a few seconds. This results in two active udp waveform streams sent to the host monitor. The issue occurs due to the pdm software.